Manufacturer narrative:
(B)(4). Indicator wheel failure the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 1 clip as intended. In order to confirm the clip was within manufacturing specifications, the clip was evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended, however the orange indicator was noted undertraveled. Please note that this finding is not related with the incident reported. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap unknown procedure, there was an unexpected resistance when the clip was fed into the jaws. So, the device was fired for functionality out of the patient. Then, the jaws became not to open. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: at what firing did the issue occur? Was the jaw on tissue? If so how was the jaws opened and removed from tissue?